Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Electrode belt sn (B)(4) was reportedly thrown away at the hospital and as such has not been returned for evaluation. There is no indication at this time that the device will be returned. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 10/24/2017. Belt - (B)(4) - 11/12/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away. Per a nurse at the patient's hospital, they passed away at 6:00 am on (B)(6) 2020. It was reported that the patient was not wearing the lifevest at the time of passing. Clinical review of the patient's downloaded ECG data reveals that the patient experienced an inappropriate defibrillation event consisting of two shocks on (B)(6) 2020 prior to their passing. It was reported that the patient was unconscious at the time of the treatments. At 00:32:58, the lifevest detected an arrhythmia. The patient's rhythm at the time of detection was an idioventricular rhythm at 10 bpm with CPR/motion artifact. The patient then received the first shock at 00:33:36. The patient's rhythm at the time of the treatment was obscured by CPR/motion artifact and the patient's post-shock rhythm was asystole with CPR/motion artifact. The lifevest then declared a non-treatable rhythm at 00:33:59. Then, at 00:46:24, the lifevest detected an arrhythmia. The patient's rhythm at the time of detection was obscured by CPR/motion artifact. The patient then received the second shock at 00:46:57. The patient's rhythm at the time of the treatment delivery and the patient's post-shock rhythm was obscured by CPR/motion artifact. The lifevest declared a non-treatable rhythm at 00:47:16. The electrode belt was disconnected at 00:47:49 on (B)(6). The response buttons were not pressed during the event. Motion artifact contributed to the false detections. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's treatment/death.